Event description:
Related manufacturer reference number: 2017865-2023-13110. It was reported that the patient presented to the emergency room with bradycardia. The left and right ventricular (rv) leads exhibited high capture threshold and loss of capture. The rv lead also exhibited noise leading to pacing inhibition. The patient passed out as a result. Ultimately, the leads were explanted. The patient condition was stable.